Manufacturer narrative:
The event of stimulation from the ipg causing discomfort was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2 reference MFR. Report: 1627487-2019-07020.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-07020. It was reported the patient experienced uncomfortable stimulation. Diagnostics were unremarkable. To address the issue, the patient may be awaiting surgical intervention.